Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging that parent of patient called 911 on (B)(6), 2023 as patient was on device, lost consciousness and was not taking a breath. It is alleged that on (B)(6), 2023, the patient had experienced hypoxemia, cardiac arrest, was hyperventilating and coughing. Patient was transported to the hospital. Patient had to be placed on life support due to length of time he was without oxygen. Patient suffered brain damage and was removed from life support on (B)(6), 2023. Patient passed away while in hospice care on (B)(6), 2023. Patient's mother alleges that even though patient was without oxygen at the time of the emergency, no alarms were going off. Alarms did sound periodically, but not at the time of the patient's medical emergency. Alarms that patient's mother remembers were of high respiratory rate and low vent. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.